Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer, clip. The analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and two malformed clips were fed due the found condition of the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip tore the artery when deployed. The same device was fired again with the same result. It was stated that the clips that were deployed were key-hole shaped. Another device was used to stop the bleeding and to complete the procedure. The blood loss was about 300ml and no blood products were needed. There was no adverse consequence to the patient.